Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances on a non-boston scientific right ventricular (rv) lead. It was noted that the lead was implanted a year ago and pacing impedances was stable measuring around 500 ohms and have been increasing. Additionally, there was a slight increase in shock impedances however, within normal range. Technical services (ts) discussed possible causes. No observations of noise was seen and sensing was normal. Ts discussed the option of continuing to monitor. The ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).